Event description:
It was reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) was changed the day prior to report and ¿the nurse who was doing the settings put the patient¿s settings too low.¿ the patient was ¿complaining of having breathing difficulties, freezing, head fallen sideways, trouble walking,¿ and stiffness of her neck at the time of report. The patient had also reportedly ¿fallen from bed because of the freezing in her body.¿ the patient was instructed to go to the emergency room at the time of report due to her ¿loss of therapeutic effect¿ following the ins replacement. Upon replacing the patient¿s devices, the patient had reported ¿feeling a little bit of tingling in her finger at a higher setting¿ so the nurse had lowered the patient¿s settings. Later however, when the patient recovered from anesthesia, ¿all of the parkinson¿s symptoms returned with a vengeance¿ on the morning of the report. Additional information has been requested. A supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2014-16425 for information regarding the patient¿s other ins.

Event description:
It was additionally reported the patient had an ins revision due to normal battery depletion and their healthcare professional (hcp) put in ¿a new type of battery that does not agree with deep brain stimulation¿ and the patient was rejecting the deep brain stimulation therapy. The reporter stated the ins was called ¿fl series¿ and the hcp told them it was a different type of battery than what the patient had implanted before. Prior to the ins replacement the patient was fine, but now they ¿could not do any of that.¿ the patient¿s ins could not be programmed to the settings that it should have, which was 4.0 because the patient¿s upper lip curled up and their hands tingled. The patient had contacted an hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Please note the above information was previously reported as part of manufacturer report #3007566237-2014-02607. All further follow-up regarding that report will be filed as part of this report.

Event description:
Additionally, it was reported the parkinson¿s disease patient had ¿not been able to have effective stimulation since the implant¿ and that ¿she was worse off with her symptoms¿ following the replacement of her previously depleted implantable neurostimulator (ins). The patient had met with her physician and was told ¿it was the implanted battery that was not working¿ and that ¿they were not able to adjust stimulation.¿ despite this, it was noted the physician had ¿cranked the stimulation up from 3.9 to 4.8 (volts)¿ with ¿no change¿ in the patient¿s symptoms. The patient was ¿unable to get up on her own, she was constantly freezing due to the condition, her head was falling to the side and freezes until she is assisted¿ and she had ¿lost weight¿ and had ¿no appetite¿ at the time of report. The patient ¿could not walk by herself¿ either at that time. It was reported the patient experienced ¿lethargy, loss of reflexes, paralysis, and less than 50% therapy relief¿ that was associated with the event. Information regarding interventions and the patient¿s outcome was not available. Additional information has been requested. A supplemental report will be filed if additional information is received. Please note the above information was previously reported as part of manufacturer report #3007566237-2014-02700. All further follow-up regarding that report will be filed as part of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).